Event description:
It was reported that this implantable pacemaker device was implanted for nine months. This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues with the device and that the explant procedure was simply an upgrade. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this implantable pacemaker device was implanted for nine months. This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information was received from the representative indicating that there were no issues with the device and that the explant procedure was simply an upgrade.